Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. However, the facility's biomedical engineer (biomed) advised that the error code was not duplicated, but the device has a history of test fails #42. The biomed replaced the main board as per getinge's technical support suggestion and performed preventative maintenance (pm) as per manufacturer's specifications. The iabp was cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed upon power up and displayed electrical test fails #42. The customer used another iabp for patient therapy. There was no patient involvement and no adverse event was reported.